Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced no audio output. Date of issue is an approximation. The patient stated that they had to go to the hospital due to not being able to hear the alert on the receiver. The patient did not wish to provide further information regarding the hospital visit. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.